Manufacturer narrative:
The customer's reported complaint of the platform displaying a ua41 (patient temperature sensor failure) was not confirmed through review of the platform's archive data and was not replicated during functional testing. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported ua41 message. As a precautionary measure, the temperature sensor was replaced to prevent the re-occurrence of the issue and the device meet all specifications. Visual inspection was performed and noted no damage upon receipt. Archive review shows no session occurred on the reported event date of (B)(6) 2017. Functional evaluation of the platform found no issue. The platform operated as intended without the ua41 error message or any other faults. Additionally, the storage and shift check conditions are not known, however, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua41 error messages in rare cases. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial (B)(4).

Event description:
As reported during shift check the platform displayed ua41(patient temperature sensor failure) error message upon powering up of the device. No patient involvement on this event.